Event description:
The customer reported that the system was displaying an x-ray overtime error during a film shot. This error message occurred during a procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator batteries were replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.